Event description:
Per the physician, the pain at the generator site is due to the presence of vns device. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
It was reported that the patient is scheduled to have their vns generator explanted due to discomfort. The patient is experiencing discomfort when she raises her arm and the device rubs against the collar bone. No known surgery has occurred to date. No additional relevant information has been received.